Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that intermittent occlusion alarms occurred. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and a correction bolus. They resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.